Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that the catheter was removed due to bloodstream infection, it is evident that there is a hole in the distal portion of the catheter at a height of 40 cm catheter removed on (B)(6) 2025 catheter installed on (B)(6) 2025. The incident occurred on (B)(6) 2025 at the time of product removal, not at the facility.

Event description:
Additional information received on september 15, 2025. The patient had increased swelling and temperature in the PICC area and pain in the arm. The symptoms began on (B)(6) 2025, 10 days after the catheter was inserted. Blood cultures and catheter tip culture were positive for staphylococcus epidermidis. The infection was treated with vanomycin. The leak in the PICC was internal to the patient and was discovered when the catheter was removed. There was one report on day 8 of PICC use that it was somewhat forced and had positional reflux; otherwise, it was always permeable with push-stop technique. Catheter had been secured with statlock and tegaderm. The patient was not home with the catheter at any point. Echotomography was done with no "collections observed". The patient has recovered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed what appeared to be a split in the catheter tubing. The split appeared to be somewhat longitudinal in shape. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the damage. This complaint will be recorded for future trending and monitoring purposes.